Event description:
Customer reports getting reading of 8mg/dl and a reading of 9mg/dl while using the advantage system. Device is to display "lo" for any result less than 10mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.